Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were not able to increase their intensity. Patient said they had reset everything, turned handset/communicator off and back on, and made sure everything was charged, but they kept getting an error message that would not allow them to increase settings. Patient described seeing 'therapy increase not available' and some other message about 'something in process' when they tried to increase intensity from 5.8; patient said they normally could increase to 6.2 or 6.4 when wanting more stim. When agent asked for event date, patient said the issue started maybe 3 days ago. Patient confirmed they weren't feeling anything from their stimulation when they changed groups. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of nas phone number for healthcare provider.